Event description:
Pt (medical history noted below) presented to the emergency department with a 24 hour history of melanotic stools. Pt underwent urgent eosphagogastroduodenoscopy with glue injection (dermabond) and argon plasma coagulation. A giant esophageal varix was identified in the stomach. Initial attempts were made to treat the lesion with an endoloop but the loop slipped off of the varix during closure and was removed. A sclerotherapy needle was used to puncture the varix to inject glue. The punctures were uneventful. Two other punctures were made for a total of approx 7 cc of dermabond injection. There was minimal bleeding noted. The varix appeared to have become firm. As the endoscope was removed, the pt's oxygen saturation, which had been in the 90s, began to fall into the 80's. Reversal agents were administered to reverse the narcotics. Despite this, the pt's breathing became labored and his oxygen saturation dropped into the 50's. A code was called, pt intubated. The pt's pulse and blood pressure were lost and CPR was instituted. Despite maximum resuscitative efforts, the pt could not be resuscitated.

Event description:
Pt (medical history noted below) presented to the emergency department with a 24 hour history of melanotic stools. Pt underwent urgent esophagogastroduodenoscopy with glue injection (dermabond) and argon plasma coagulation. A giant esophageal varix was identified in the stomach. Initial attempts were made to treat the lesion with an endoloop but the loop slipped off of the varix during closure and was removed. A sclerotherapy needle was used to puncture the varix to inject glue. The punctures were uneventful. Two other punctures were made for a total of approx 7 cc of dermabond injection. There was minimal bleeding noted. The varix appeared to have become firm. As the endoscope was removed, the pt's oxygen saturation, which had been in the 90s, began to fall into the 80's. Reversal agents were administered to reverse the narcotics. Despite this, the pt's breathing became labored and his oxygen saturation dropped into the 50's. A code was called, pt intubated. The pt's pulse and blood pressure were lost and CPR was instituted. Despite maximum resuscitative efforts, the pt could not be resuscitated.

Event description:
Pt (medical history noted below) presented to the emergency dept with a 24 hour history of melanotic stools. Pt underwent urgent esophagogastroduodenoscopy with glue injection (dermabond) and argon plasma coagulation. A giant esophageal varix was identified in the stomach. Initial attempts were made to treat the lesion with an endoloop but the loop slipped off of the varix during closure and was removed. A sclerotherapy needle was used to puncture the varix to inject glue. The punctures were uneventful. Two other punctures were made for a total of approx 7 cc of dermabond injection. There was minimal bleeding noted. The varix appeared to have become firm. As the endoscope was removed, the pt's oxygen saturation, which had been in the 90's, began to fall into the 80's. Reversal agents were administered to reverse the narcotics. Despite this, the pt's breathing became labored and his oxygen saturation dropped into the 50's. A code was called, pt intubated. The pt's pulse and blood pressure were lost and CPR was instituted. Despite maximum resuscitative efforts, the pt could not be resuscitated.